Event description:
It was reported that irrigation and debridement was performed approximately 5 weeks post-op. The original components were not removed and there were no signs of deep infection.

Manufacturer narrative:
Additional devices listed in this report: cat # 5536b500, lot # ctd3437, description: tritanium bplate triathlon s5; cat # 5517f502, lot # ejltk, description: triathlon p/a cr beaded #5r; cat # 7650-2038a, lot # sc11878r, description: sterile fluted headless 1/8" pin 3.5" long. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remained implanted.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a triathlon cr insert was reported. The event was not confirmed. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot or sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that irrigation and debridement was performed approximately 5 weeks post-op. The original components were not removed and there were no signs of deep infection.